Event description:
It was reported that, approximately four weeks after implant, the device had a communication issue and it was not possible to get couple bars to confirm communication. Additionally, recharging the device was slow pace. The manufacturer representative confirmed that the ins may be tilted. Additional information received indicated that the patient was evaluated by the physician and the physician determined the battery was implanted too deep. A revision was done to change the location of the battery after which the patient was doing great with appropriate stimulation.

Manufacturer narrative:
(B)(4).